Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance with the audit logs as it was thought the nibp alarms were turned off. The customer did not know if alarms had been turned off or not. The device was in clinical use at time of event, no adverse event was reported.